Event description:
Customer reported a colleague pump that detected failure code 810:04. Reporter did not have sufficient information to determine when the failure code was observed. No pt injury or medical intervention as resulting from this incident.